Event description:
It was reported, that patient's right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high, out of range defibrillation impedance. The ICD and rv lead was explanted. The patient was stable.